Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-may-2019 with the following findings: during investigation, there was no activity relating to the "temperature with damage" issue observed in the black box or the download history. There were no voltage drops noted in the black box. There was no overheating duplicated during testing. The pump's electrical current draws were found to be within specification. The pump was opened and there was no damage or evidence of internal moisture found. The allegation of a temperature issue was not duplicated or confirmed during investigation. There was no defect found.